Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in italy. It was reported that a ¿head error¿ occurred on the rotaflow drive during start up of the device. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in italy. It was reported that a ¿head error¿ occurred on the rotaflow drive during start up of the device. No patient was involved. No harm to any person has been reported. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2022-02-02 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier emtec for repair. On 2022-02-23 the supplier emtec was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2022-03-10 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. The review of the non-conformities was performed on 2022-01-17 and during the period of 2009-11-01 to 2022-01-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2009-11-01. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).